Event description:
Nurse reported that the aspiration/infusion function did not work during a cataract surgery. System was exchanged and surgery was completed with no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).